Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, we could not conclusively specify the root cause of the foreign material remained in the device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in nozzle. There was no patient involvement.